Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition of "under infusion" was unable to be reproduced. The device was tested for flow accuracy and the device delivered within the intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of under infusing an unknown medication during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon additional information, it was reported a patient was receiving an insulin infusion for hyperglycemia on a spectrum iq infusion pump. The pump under infused and did not alarm for a downstream occlusion. On the day of the event, initially the pump was infusing appropriately. Drops were visualized and an appropriate decrease in blood sugars had occurred. At approximately 11:51 the blood sugar increased to 254mg/dl (up from 185mg/dl at 10:33). The last increase of insulin was at 09:30. The nurse stated the peripheral intravenous (piv) access became occluded and no longer able to be flushed. The pump did not alarm downstream occlusion. The pump was changed, however, the patient's blood glucose remained at a higher level (259mg/dl) after 1 hour of changing the pump. No further information was available at the time of this report. H11: the device was received for evaluation. During functional testing, the reported condition of "under infusion" was unable to be reproduced. The device was tested for flow accuracy and the device delivered within the intended range. The event history log (ehl) review was performed and a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reported issue of "the pump did not alarm for downstream occlusion as expected" was inadvertently missed during the sample investigation since the device was received and evaluated prior to the updated information. The force sensor was found to be higher than intended range which can contribute to a false downstream occlusions. However, calibration of the force sensor can mitigate both false and undetected downstream occlusion issues. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.